Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did load properly, but staff could not remove the delivery device from the loader device. The maquet account manager could not obtain any further details on this failure and qa interprets this to mean that the seal, not the delivery device, remained in the loader device, which is MDR reportable. Then during the procedure, two hsk-heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).